Event description:
Boston scientific crm received information that this pacemaker battery status went from 4 years remaining to 1.5 years remaining. Other readings taken in the past have fluctuated from 4 years to 2.5 years remaining. Boston scientific technical services was consulted and stated that the 1.5 years remaining is most likely accurate, and that the indicator was likely on the cusp of longevity buckets and that would explain the difference in readings. Based on the given programmed parameters, the device battery seems to be depleting on schedule. To date, there have been no adverse patient effects reported.

Event description:
New information became available that this device was explanted and replaced due to normal battery depletion.

Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.